Manufacturer narrative:
Upon receipt of add'l info, it was determined that the reported event was previously submitted under 1822565-2015-00222.

Event description:
It is reported that patient is experiencing loosening of th tibial component.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.